Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, if air bubbles in the reservoir. Customer's mother states when she removes the air bubbles there is less insulin then she initially filled it with. Customer declined troubleshooting for the air bubble issues in the reservoir. Customer's mother is not returning the reservoir for analysis.